Manufacturer narrative:
The insulin pump passed the functional test, including the self -test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Unit was received with normal operating currents and no unexpected off no power alarm, low battery alarm or blank display noted. No cosmetic damage was noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display after the battery had been replaced. Blood glucose level at the time of the insulin pump was 556 mg/dl, which had not yet been treated. During troubleshooting, the customer was unable to get the display to return. Customer was advised to wait two hours and call back if the issue persisted. During a follow up call, the customer reported that the display was still blank. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.